Manufacturer narrative:
Concomitant medical products: achieve mapping catheter. Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. The baseline characteristics of the patients referenced in the article is gender/age is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿catheter ablation using the third-generation cryoballoon provides an enhanced ability to assess time to pulmonary vein isolation facilitating the ablation strategy: acute q3 and long-term results of a multicenter study.¿ http://dx.doi.org/ 10.1016/j.hrthm.2016.08.011. Heart rhythm. 2016.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon: there were 11 patients with either transient or persistent phrenic nerve palsy (pnp), with some cases persisting into the follow up period with unknown treatment. The status/location of the cryoablation balloon catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.